Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and it was found that the downstream occlusion (dso) seal was lifting, and the upstream occlusion (uso) seal was buckling. The customer reported issue was confirmed. Service history review had no indication that the complaint was related to a service of the device within the review period. The dso and uso seals were both replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal was unattached and peeling off from the left side of the seal. Slightly damaged upstream occlusion sensor seal as well. The event occurred during testing.